Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection revealed the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Functional test revealed no abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed and no problems were detected. Analysis of returned product revealed that the unit showed no evidence or defects that could have contributed to the signal issue, therefore, not confirming the reported complaint.

Event description:
Reportable base on analysis completed on (B)(6) 2022. Prior to a radiofrequency ablation procedure a intellanav mifi open-irrigated catheter was selected for use. The signal was not stable. An exchange of the catheter resolve the problem. The procedure was completed without any patient complications. However, analysis of the returned device revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint.